Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation, and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. During an afib case, a cardiac perforation was noticed in the endocardium of the patient's left atrium. After going transseptal with a non-bwi sheath, once they started mapping in the left atrium with the pentaray catheter, the patient's blood pressure dropped. It was confirmed via ice that a pericardial effusion was present in the patient. The cardiac perforation was not confirmed at this point. The medical intervention was a pericardiocentesis, and fluid was removed. The patient was then transferred to the operating room (or) for trauma surgery and cardiothoracic intervention. The perforation was noted to be in the left atrial appendage. Activated clotting time (act) was reported to be therapeutic. No ablation was performed prior to noting the pericardial effusion. There was no error message observed on biosense webster equipment during the procedure. The pentaray catheter was in the left atrium at the time of the discovery of the injury, and the soundstar catheter and the "cs catheter" were both in the right atrium.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).